Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to head dissociation and suspected elevated ion levels. Intra-operatively, the following were noted: black fluid and tissue, excessive trunnion wear and inner liner damage due to the trunnion articulating against the liner.

Manufacturer narrative:
Reported event: an event regarding damage involving an unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a hip arthroplasty due to trunnionosis and head disassociation with typical associated local findings. As noted above, causes are multifactorial including surgical technique, patient factors and implant factors. I can confirm that the event took place since I was able to review the x-rays showing the severe damage to the trunnion with disassociation. I cannot identify with certainty the root cause of the event since causes are multifactorial. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the event of wear was not confirmed. Further information such as images/return of the device are required to complete the investigation and determine a root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to head dissociation and suspected elevated ion levels. Intra-operatively, the following were noted: black fluid and tissue, excessive trunnion wear and inner liner damage due to the trunnion articulating against the liner.